Manufacturer narrative:
The event reported model bloat, and irregular geometry, and catheter movement was reported. In reviewing the case, it was confirmed that in some cases a model bloat can occur. Abbott suggests resetting the voxels option. Ignoring the shift and drift detection message may cause shifted data to be collected which can contribute to model bloat. Additionally, some of the catheter movement seen was deemed to be actual catheter movement while other motion movement was confirmed to be attributed to respiration. Abbott suggests monitoring the respiration waveform, if the waveform looks regular recollect the respiration compensation baseline. If the breathing pattern is shallow, then consider turning off respiration compensation. If model bloat occurs, the ensite x cardiac mapping system instructions, has several troubleshooting methods outlined for mitigating the issue.

Event description:
Manufacturer report number: 2184149-2021-00327. During an supraventricular tachycardia procedure, several issues occurred resulting in a procedure delay. While using the dws and amplifier, there were issues with bloated geometry, irregular geometry, catheter movement, and communication issues with the ensite x amplifier and dws. The dws and amplifier were restarted several times to resolve the communication issue. The procedure was able to be completed with no adverse patient consequences.